Event description:
Customer reports one incident of blood leak after passing air leak test on psn 210 dialyzer. Incident occurred ten to fifteen minutes into treatment and was noted on blood leak alarm. Blood leak was verified with positive hemstix. Blood was not returned to the patient with an estimated blood loss of 200cc. Treatment was resumed with new disposables and different dialysis machine and complete without further incident. No patient injury or medical intervention reported per customer.